Event description:
It was reported that the patient presented to the ER after receiving therapy. Upon interrogation, noise, low impedance, and possible output circuit damaged were observed. The egms showed that therapy was delivered once, and subsequent therapies were aborted. The device and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was confirmed in the laboratory. The hv output circuitry was damaged however, the cause could not be determined. Bench testing could not reproduce the noise.